Event description:
A physician performed a balloon kyphoplasty procedure on a clinical patient at level l2. Approximately one month post procedure, the patient experienced worsening back pain at the treatment level. Reportedly, pain persists at the treatment level. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative.